Manufacturer narrative:
(B)(4) date sent to the FDA: 07/22/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the patient's incision enlarged or did the patient undergo re-operation due to the search for the needle piece? No. Does the piece/device remain retained in the patient's tissue to date? Yes. Is there a surgery scheduled to remove the needle piece retained? No. In what location was the needle grasped (tip, attachment region, body)? Unknown.

Event description:
It was reported that the patient underwent a cesarean section/ gynecological procedure on (B)(6) 2016 and the suture was used. During the procedure, while closing the uterus, the needle broke into two pieces. It was also reported that the piece remained on the wire and the other was lost in the uterine wall. After several minutes of searching, under intensifier, the piece could not be recovered. As reported, to date there have been no patient consequences.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.